Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal vancomycin (dose and frequency not reported) for peritonitis. The patient did not recover from this peritonitis event. Approximately two months later, the patient was admitted to the hospital for surgery to remove the pd catheter. During that time, the patient began treatment with intravenous vancomycin (dose and frequency not reported) for peritonitis. It was reported that the patient was only in the hospital for a few days (duration not reported). The patient recovered from the peritonitis approximately one month after the pd catheter was surgically removed. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2014, the patient experienced peritonitis. On (B)(6) 2015, the patient was admitted to the hospital for surgery to remove the pd catheter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.